Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for unsuccessful disc surgery. It was reported that the patient had not used the therapy in probably 6 years, and then 3 weeks ago, the ins turned itself on "and it's making my legs numb and my fingers tingle". The patient mentioned they tried using the programmer to turn the ins off, but the ins was not responding. The patient said they tried to call their healthcare professional but the number was disconnected; physician listing were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.